Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn on and then off upon power up. The event happened in the general surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported pumps turn off which was reproduced. A review of the event history log identified multiple events of improper shutdown. The reported condition was verified. The cause was determined to be depressed battery pins due to dried liquid. The battery pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.